Manufacturer narrative:
The device was successfully exchanged with another lvad. The reported event of the inflow conduit collapsing due to swelling of the preclotting agent coseal can be confirmed. Examination of the graft conduit found that the polyester graft had buckled inward on four sides on the distal side of the titanium ring. The flow path resulting from the buckled graft would have obstructed blood flow to the pump. The buckling appeared to be a result of the coseal swelling inside the graft conduit after the pump had been implanted. The current device labeling has the following caution statement: caution! If a react-in-place sealant is used, special care must be taken to deliver the sealant into this space before reaction is complete. Please refer to the react-in-place sealant's instructions for use prior to initiating pre-clotting, as excess sealant can collapse the graft and restrict flow. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing symptoms of thrombus three weeks after implant. Subsequently the pt received a pump exchange and small thrombus noted, but inflow conduit appeared closed off potentially due to pre clotting agent of coseal.